Event description:
The physician had difficulty withdrawing the balloon into the 6fr sheath (cook) after post-dilation. The target lesion was common iliac artery (both side). There were mild calcification and vessel tortuosity, the rate of stenosis was 80%. Access was made from brachial artery. The smart control stent (10x60mm) was placed in one side of the lesion (side unk). Then, a powerflex p3 balloon catheter was delivered and successfully post-dilated the stent. However, when the physician attempted to remove the p3 from the patient, the device could not be withdrawn into the 6f sheath (shuttle sheath, cook). It was noted that the balloon was fully deflated when attempting to withdraw. There is no information as to the contrast to saline ratio used to inflate the balloon. The device was removed together with the sheath as one unit. There is no information as what brand inflation device was used. The same sheath was inserted and smart control stent (8x60mm) was placed in the other side of the lesion. The same p3 was attempted to insert into the sheath for post-dilatation, but it could not. Therefore, competitor's product (details unk) was used and the procedure was completed without any other problem. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.